Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported that the user experienced hypoglycemia with a blood glucose (bg) level of 48 mg/dl, at which time ems transported the user to the hospital. The user was treated at the hospital and discharged on (B)(6) 2025. No long-term health effects were reported.